Event description:
Physician reported the event as: "MRI with rupture diagnosis". This occurred on the right side.

Manufacturer narrative:
(B)(4). Device labeling addresses the reported event of rupture as follows: "pt counseling info: pts should be advised that implants may rupture, (i.e., develop a hole or tear in the shell). Shell rupture may result in release of silicone fill. Damage may result in immediate rupture or may weaken the envelope and result in rupture postoperatively. Breast implants are not lifetime devices and cannot be expected to last forever. Some implants rupture in the first few months after being implanted and some rupture after several years, others are intact 10 or more years after the surgery." (410 dfu).